Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection identified that the set screw was rounded out making it difficult to loosen the set screw. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that during a normal device replacement procedure, difficulty loosening the setscrews on this subcutaneous implantable cardioverter defibrillator (s-ICD) were encountered. Three different torque wrenches were used. The s-ICD was successfully replaced. No adverse patient effects were reported.